Event description:
Interrogation of patient's device in 2005 showed a ventricular lead impedance of 770, which had increased to 1556 3 months later, two months later ventricular lead impedance was initially greater than 2000 and when rechecked was 865 ohms, suggestive of a lead failure.